Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced because the lead dislodged and when the physician went into the pocket to revise it, it fell out of the pocket. The physician felt at that point it was best to start over with a new lead. There were no adverse patient side effects reported, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.